Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Below is a picture of the drill that was broken during surgery today at (B)(6). And also a picture of the devices that were missing the t-handle. I had to open the box to answer surgeon's request. Drill 25mm, code: 227456000, lot: not informed. T-cable (t-cable is not very readable, I zoomed in but not sure of the numbers), code: 8498, lot: 1199716.